Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were ejecting out of the jaws. This occurred on the back table and there was no patient involvement. A different type of clip applier was used to complete the procedure.

Manufacturer narrative:
(B)(4) = trigger. The analysis results found that the er320 device was received partially cycled and with the jaws closed. In order to perform functional testing, the cycle was completed and one clip was fed; this clip was removed in order to measure jaws width and they were found to be in good condition. The instrument was cycled and eleven scissored clips and nine conforming clips were fed and formed; however, after each actuation the trigger got jammed and the jaws remained closed until the trigger returned to its open position by itself. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted; no conclusion could be reached as to what may have caused the reported incident and the condition of the trigger. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation.¿ the batch record was reviewed and no anomalies were noted during the manufacturing process.